Event description:
It was reported that the vns pt has been experiencing 3rd degree av heart block and bradycardia. The physician has stated that the pt has been hospitalized and will likely need a pacemaker. The physician has stated that the arrhythmia occurs even when vns stimulation has been disabled. The physician still feels however, that there may be a partial relationship of the vns stimulation to the arrhythmias. Attempts for further info have been unsuccessful to date.